Manufacturer narrative:
Evaluation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. The suture/t construct was returned for examination. Examination of the construct showed t1 is bent, which likely took place when removed from patients meniscus. The insertion needle is slightly bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. A root cause investigation was opened to address this failure mode and as a corrective action a design change was implemented. The device in question was manufactured prior to this change. Further investigation is not warranted at this time. Device returned for evaluation; device evaluated by the manufacturer; evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).(B)(6).

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix 360 curved. Both implants were implanted and both were successfully removed. There was a reported short procedural delay of less than 30 minutes and no patient injury was reported as the result of the alleged event.